Event description:
A report was received that the patient was experiencing pain and burning sensation around the ipg site. The patient was given an injection and is experiencing less pain at the ipg site and is reportedly doing well.